Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was posted on the stryker active (B)(4) site by the patient that - wish it'd been there for mine. Metal in both knees are crumpling up. This report is for a left knee.